Event description:
It was reported that the wood was split on the rear end of the armrest and may not adequately support the patient/user weight if leaned upon. It was also reported there were sharp edges exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as investigation found there were also sharp edges exposed on the unit. Additionally, it was initially reported the unit was repaired and returned to service; however, it was determined that the customer received a replacement unit and was advised to scrap the recliner related to this complaint.

Event description:
It was reported that the wood was split on the rear end of the armrest and may not adequately support the patient/user weight if leaned upon. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.